Manufacturer narrative:
Concomitant product: product ID 8703w00, serial # (B)(4), product type catheter.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the pump had not been used since 2008. The catheter issue was identified "due to residual volumes. The pump had been shut off, and the patient had not had any intrathecal therapy in the last 6 years. The patient was doing fine. The drug delivered by the pump was deemed not relevant by the clinician.

Event description:
It was reported the patient¿s catheter had been blocked since (B)(6) 2008, and they had been refilling the pump with saline every 6 months since then. It was noted, the pump was nearing elective replacement/end of service, so they wanted to program the pump to off mode. No symptoms were reported. The drug delivered in the pump at the time of blockage was unknown.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).